Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a dependent patient received an alert for noise reversion while camping under a high tension power line in a camp trailer. Long periods of inhibited pacing was noted. Patient will be brought in for programming changes. No patient symptoms were reported.